Event description:
The customer reported that during set up the ventilator screen was blank when the unit is operating, and the blower is cycling, and unit is alarming. There was no patient involvement. The remote service engineer advised the customer to replace the display to correct the issue, or if the issue persists, to replace the power management (pm) board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.